Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 14 mg/dl. Prior to the hospitalization, the customer stated the insulin pump programmed a 20 unit bolus on its own. The customer stated she was able to stop the insulin pump from delivering the entire amount but she did receive 7 units of insulin. The customer stated this is something that has happened more than once. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.